Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was in a cardiac fair while directing staff on troubleshooting, the machine started making an extremely loud noise and froze up. The mute button was pressed and was partially quieted, the unit was turned off and back on to make the noise go away. The unit has been pulled from service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation). Additional information: (event site email- (B)(6)). E3 is unknown (initially it is submitted as "administrator/supervisor"). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.